Event description:
It was reported that during pre-surgery, it was observed that the motor device had a hole in the hose. During in-house engineering evaluation it was observed that the motor locked up during temperature testing and the device would not rotate. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device observed that the device had holes in the hose by the muffler, the motor locked up during temperature testing and the device would not rotate. It was determined that the holes in the hose by the muffler were caused by pulling on the hose instead of the muffler to disconnect it from the autolube and/or from pulling the autolube around by the hose. It was determined that the motor froze due to damaged vanes. The assignable root cause was determined to be component damage caused by misuse, abuse and/ or user error.